Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device recorded a battery depletion alert with suspicion of premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and is not expected to be returned as it was thrown away. No additional adverse patient effects were reported.